Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID, 5054 implanted: 2006 (B)(6); product ID, (B)(4) implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported that the stored electrograms for the right atrial (ra) and right ventricular (rv) pacing leads showed evidence of oversensing non-physiologic signals as fast intervals. Both ra and rv leads were removed and replaced. The leads have been returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported that the stored electrograms for the right atrial (ra) and right ventricular (rv) pacing leads showed evidence of oversensing non-physiologic signals as fast intervals. Both ra and rv leads were removed and replaced. The leads have been returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned in segments, was analyzed and analysis revealed a breached depression of the outer insulation. It was noted there was cosmetic depression of the outer insulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.